Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message regarding the battery status on the programmer. The ability of the device to deliver therapies was verified revealing that no anti-bradycardia therapy functionality was present. Therefore, the pacemaker was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The battery was found depleted. The current consumption of the electrical module was directly measured and found to be elevated. Subsequent thorough investigations of the electronic module revealed a damaged capacitor of the electronic module, causing an increased current consumption, draining the battery. In summary, a damaged capacitor was identified during analysis leading to the clinical observation. However, the manufacturing records document a normal device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
It was reported that eri was detected 2 months after device implantation. The device was explanted. There was suspicion that a MRI scan was performed.